Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi) received information including the medical records and operative reports of a patient who underwent robotic partial nephrectomy on (B)(6) 2012. The procedure was well tolerated by the patient. The patient did well for the first 6 hours after the da vinci surgical procedure; however, then began to be tachycardic and was having worsening pain and was given several doses of narcotic during this time. Patient's initial hematocrit was 31; however, a few hours later the patient was found to be unresponsive and code was called. The patient was intubated at this time and was given narcan which made her more alert and was resuscitated fairly quickly. The patient was also noted to have a coagulopathy with elevated inr and a low platelet count. The patient was continued with resuscitation with transfusions and replacement of clotting factors and platelets, and she was fairly stable after the first two transfusions. CT scan revealed that there was intraperitoneal blood and blood in the left lower quadrant consistent with a bleed from the kidney. The patient slowly improved after her clotting factors were replaced. She was also given 4 units of blood. The patient subsequently had pneumonia and was treated with antibiotics and this improved in 2-3 days. When the patient was discharged on (B)(6) 2012, she was in stable condition and was to follow up with her physician every few days. No further clinical information was provided about the patient's condition since then.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post-surgical complications.